Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -12.5/2.5/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had rotated and on (B)(6) 2023 the lens was repositioned by the surgeon but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on the product. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).